Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 228774639 was returned and analyzed. Visual inspection of the loop segment area showed the loop was intact with no apparent issues or damage. Visual inspection of the pebax tubing area showed it was intact with no apparent issues or damage. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of the shaft segment area showed the shaft was broken from the lemo connector. Visual inspection of the introducer showed it was intact with no apparent issues or damage. Visual inspection of the lemo connector showed it was intact with no apparent issues or damage. In conclusion, the reported shaft kink was not confirmed during analysis; however, the mapping catheter did not pass the returned product inspection due to a broken shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter package was opened and it was observed that the mapping catheter was bent at the proximal end just beyond the electrical connector. The mapping catheter was replaced which resolved the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.